Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. Ts (technical support) advised the cutomer to send out the specimen for testing if they have any questions about the sample. The g8 is operating as expected. The most probable cause of the reported event was undetermined.

Event description:
On (B)(6) 2016 the customer reported discrepant patient result with their hlc-723g8 analyzer. There was no indication of patient intervention or adverse health consequences.